Manufacturer narrative:
The t:slim g4 pump user guide states: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received, as the contact had not filled the cartridge with enough insulin (filled with approximately 80 units). The customer's blood glucose (bg) level was impacted (300 mg/dl). Insulin was added and the load process was completed successfully. It was indicated that bg levels would be addressed via the pump.